Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after changing a steel c/d infusion set and napping; the device displayed a high glucose alert, and capillary glucose was 384 mg/dl, later 377 mg/dl, with cgm still reading high but trending downward. Symptoms included hyperglycemia. Outcomes included device alarm notification and user-performed corrective actions without need for medical intervention. Investigation included customer service troubleshooting, blood glucose verification by fingerstick, site change at the infusion location, cgm calibration, and continued monitoring with planned follow-up. Investigation of this case revealed no confirmed device malfunction; the event was consistent with hyperglycemia of unclear cause, with potential infusion site or set-related issues not verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.